Event description:
It was reproted that pt underwent bi-lateral total knee arthroplasty in 1999. Due to pain, revision of left knee to constrained components was performed 2 months later. Wear noted on articular surface of explanted tibial bearing.